Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. It was reported that the rep did not know what caused the por. The stimulator was reset by the physician programmer and the patient began feeling stimulation as soon as the rep turned stimulation back on. The patient received a return of his therapy, and had no concerns as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported a power on reset (por). There was a report that therapy had stopped. It was reported that the patient had been charging at regular intervals and their recharging history showed no evidence that the device was in overdischarge. The patient's spouse saw it on the programmer and the patient didn't note anything about when they stopped feeling stimulation. An activity/electromagnetic interference (emi) was reported that could be related to the issue as it was reported that the patient was helping a friend set up a shop when the issue occurred. The por was cleared successfully and the rep reset the implantable neurostimulator (ins) with the clinician programmer. It was reported that the por code was not obtained. Reviewed what could cause the por, how informational por could be cleared, and how to avoid por in the future. It was reviewed that even if the ins was turned off, the por could still occur but turning device off may help with any possible undesirable stimulation. No symptoms were reported. There was a report that the patient had an injection scheduled at the clinic on (B)(6) 2017 but had to reschedule to the day of the report due to the weather. Relevant medical history includes failed back surgery syndrome and spinal pain.